Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized on (B)(6) 2024 due to peritonitis. Follow-up with the patient pd registered nurse (pdrn) confirmed the patient was hospitalized on (B)(6) 2024 due to peritonitis. A peritoneal effluent culture and cell count (wbc = 948 u/l) were obtained, and the patient was treated with intraperitoneal (ip) vancomycin (dose, frequency, duration not provided). The peritoneal effluent fluid culture returned positive for staphylococcus lugdunensis, and the patient¿s vancomycin was discontinued and replaced with cefazolin (route, dose, frequency, duration not provided). The patient was discharged home on (B)(6) 2024 in stable condition and resumed utilizing the same liberty select cycler without reported issue. The pdrn reported the patient has recovered from the serious adverse events, and follow-up wbc count obtained on (B)(6) 2024 revealed a decrease to 9 u/l. The pdrn was unable to provide the cause of the peritonitis; however, the pdrn stated the patient did not encounter a fluid leak and/or fresenius device(s) and/or product issues.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized on (B)(6) 2024 due to peritonitis. Follow-up with the patient pd registered nurse (pdrn) confirmed the patient was hospitalized on (B)(6) 2024 due to peritonitis. A peritoneal effluent culture and cell count (wbc = 948 u/l) were obtained, and the patient was treated with intraperitoneal (ip) vancomycin (dose, frequency, duration not provided). The peritoneal effluent fluid culture returned positive for staphylococcus lugdunensis, and the patient¿s vancomycin was discontinued and replaced with cefazolin (route, dose, frequency, duration not provided). The patient was discharged home on (B)(6) 2024 in stable condition and resumed utilizing the same liberty select cycler without reported issue. The pdrn reported the patient has recovered from the serious adverse events, and follow-up wbc count obtained on 12/aug/2024 revealed a decrease to 9 u/l. The pdrn was unable to provide the cause of the peritonitis; however, the pdrn stated the patient did not encounter a fluid leak and/or fresenius device(s) and/or product issues.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse event of peritonitis, which required hospitalization and antibiotic therapy. The etiology of the patient¿s serious adverse events is unknown; therefore, causality cannot be firmly established. However, there was no indication a fresenius device(s) and/or product(s) malfunction and/or deficiency occurred. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneal. Staphylococcus lugdunensis is a coagulase-negative bacteria considered to be a part of normal skin flora. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse event. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse event. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.